Event description:
The customer reported that while running a hepatitis core assay, summit sample handler failed to dispense sample and diluent to 3 wells in row a. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.